Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery. The 7.0x29mm omnilink elite stent system was attempted to be used but the stent had resistance during advancement with the introducer sheath. The stent dislodged in the introducer sheath which was simply removed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.